Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned with no telemetry. The device was implanted in a patient that passed away in january of 2004.